Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, renal artery obstruction and/or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. Per literature review, predisposing factors for thrombosis and embolism during catheterization include small vessel lumen and associated peripheral arterial disease, diabetes mellitus, female sex, large-diameter sheath, and prolonged catheter dwell time. The procedure requires large bore devices in patients who often have vascular disease and/or vessel tortuosity. The placement of sheaths and dilators in these vessels may result in thrombosis in the vessel. When a thrombus is significantly large enough to reduce the blood flow to tissues, it can cause obstruction of distal blood flow, which can lead to ischemia, and/or necrosis of the distal tissue. Retrograde or contralateral antegrade control angiography prior to completion of tavr usually reveals vascular access injuries, possibly leading to limb ischemia depending on the grade of vascular blood flow limitation, subsequent thrombus formation, and thromboembolic events. Treatment involves removal of the occlusive sheath, percutaneous thrombectomy in conjunction with vascular surgery consultation. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. In addition, the thv training manuals and IFU instruct the operator to administer heparin and maintain the activated coagulation time test at = 250 sec. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information obtained, investigation results suggest/indicate patient and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi registry, a 23mm sapien 3 ultra resilia valve was deployed in aortic position without any trouble. On post-op day (pod) 7, renal artery stenosis (ras) occurred, catheter treatment was performed for left renal artery occlusion, and the outcome was determined as remission. It was reported that the event also required hospitalization.